Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer's blood glucose level.